Manufacturer narrative:
Investigation is ongoing and a supplementary report will be provided once complete.

Event description:
Customer reported a suspected false positive result from cue covid-19 test, home & otc (cartridge sn (B)(4), lot 22695f) performed on (B)(6)2022. Customer took a confirmatory pcr test on the same day that received a negative result, and another pcr test two (2) days later that also yielded a negative result. Patient had no symptoms and no known exposure. He was vaccinated and received boosters twice. Cartridge was stored always in the allowed temperature range. The temperature sensor on the side of the box confirmed that the temperature of the cue covid-19 home & otc tests were not elevated.

Manufacturer narrative:
Explanation for h3: cartridges used by the consumer were not sent back for evaluation, therefore, the devices could not be evaluated. The customer provided information regarding the suspected false positive test and a member of the technical support group was able to perform data analysis. The complaint history was reviewed and there were no similar complaints against involved lot. The lot history record (lhr) was reviewed for the lot number in the complaint, and it passed release specifications. A technical support representative reviewed customer data and performed data analysis. Root cause was undetermined.